Event description:
The device deformed (dusted) when it was used. It was necessary to use another product and another screw. Completed procedure with same / like product.

Manufacturer narrative:
(B)(4). The single inner setscrew [product code: 1797-02-000, lot no: arlb6b] was not returned to the complaints handling unit (chu) for evaluation. Visual examination of the returned setscrew revealed that the threads were completely sheared off the setscrew. It was also noted that a piece of thread was still embedded in the thread grooves of the polyaxial tulip head. Visual observation also suggests that the setscrew was cross threaded with the threads of the polyaxial tulip head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the single inner setscrew threads becoming torn and peeled off cannot positively be determined. However, one possible root cause may have been that the single inner setscrew most likely was not properly seated on the polyaxial screw tulip thread threads during insertion and inadvertently cross threading occurred causing the setscrew threads to become torn.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.